Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in (B)(6) reported the cutter was not cutting and the vitreous attached to cutter during preparation for vitrectomy surgery. There was not impact to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot w1629 was returned. The expiration date on the label is 2019-09-19. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap is off center of the vent hole that was in the side of the cutter body. The connectors were inspected, and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates, aspirated and performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. CAPA 610815 was opened to address issues with cutters not cutting. The first bl5623 lot manufactured post correction action was w2027. The cutter involved in this complaint was manufactured pre-corrective action, however the cutter functioned as intended when evaluated by bausch and lomb. Investigation is complete.